Manufacturer narrative:
(D10) concomitant devices: 320-38-00 - equinoxe rev 38mm humeral liner +0: (B)(6). 320-10-00 - equinoxe rev adapter plate tray +0: (B)(6). 320-02-38 - eq rs exp glenosphere 38mm, +4mm offset: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 308-01-07 - 7x80mm distal stem modular cemented: (B)(6). 308-05-24 - distal fixation ring ha 24.5: (B)(6). 308-09-00 - small prox body +0: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side with a competitor's devices. Additionally, the patient underwent previous revisions with non-exactech devices for unknown reasons; and then, was implanted with exactech devices. Subsequently, the patient experienced instability/subluxation. Patient presents in ER with luxation. As a result, approximately 1 month after previous revision, the patient underwent an additional left shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined; however, the cause of the patient¿s shoulder subluxation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3 h6: health effect clinical code, medical device problem code, type of investigation, investigation findings the cause of the patient¿s shoulder subluxation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.